Manufacturer narrative:
The customer¿s report of a disconnection was confirmed based on visual inspection of the received set showing dried blood residue around its distal male luer end; however, the disconnection could not be replicated during testing. Visual inspection of the set showed no other anomalies. Functional testing and pressure testing performed on the set using a lab mating component were unable to duplicate any disconnections at the distal male luer or either of the proximal female luers. The root cause of the customer¿s report of a disconnection was not identified.

Manufacturer narrative:
Concomitant product(s): bbraun 24g peripheral IV catheter, the introcan, therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking of blood after spontaneous disconnection between an extension set and the patient's peripheral IV catheter. There is no report of patient harm.